Manufacturer narrative:
Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin, clogged instrumentation, and erroneous results was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin, clogged instrumentation, and erroneous results were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure modes (fibrin, erroneous results-creatinine, urea, glucose, and potassium) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin, clogged instrumentation, and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to fibrin, clogged instrumentation, and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported that during use with 2 different lots of bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up, missing additive and the probe was clogged, erroneous results were also obtained. There was no report of patient impact or confirmatory testing. The following information was provided by the initial reporter: gel is getting stuck in the probe of the biochemistry machine in hospital, so that there is a problem in the report.

Event description:
It was reported that during use with 2 different lots of bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up and the probe was clogged, erroneous results were also obtained. There was no report of patient impact. The following information was provided by the initial reporter: gel is getting stuck in the probe of the biochemistry machine in hospital, so that there is a problem in the report.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2122540. Medical device expiration date: 31-oct-2023. Device manufacture date: 02-jun-2022. Medical device lot #: 2153810. Medical device expiration date: 31-dec-2023. Device manufacture date: 02-jun-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: it was reported that during use with 2 different lots of bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up, missing additive and the probe was clogged, erroneous results were also obtained. There was no report of patient impact or confirmatory testing. The following information was provided by the initial reporter: gel is getting stuck in the probe of the biochemistry machine in hospital, so that there is a problem in the report.

Event description:
It was reported that during use with 2 different lots of bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up, missing additive and the probe was clogged, erroneous results were also obtained. There was no report of patient impact or confirmatory testing. The following information was provided by the initial reporter: gel is getting stuck in the probe of the biochemistry machine in hospital, so that there is a problem in the report.